Manufacturer narrative:
(B)(4). Results: damaged one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g reload present. The reload was noted to have the right side fully fired, left side outer row fully fire and left inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge (ecr60g) along with double buttressing, the belief is that the inner two rows of staples did not properly deploy. However, the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.

Event description:
It was reported by that during a sleeve gastrectomy procedure, the customer fired two black cartridges and one green. On the fourth firing of the device with a green reload, only four rows of staples were formed. The three rows on the right side were correct. On the left side only the lateral row had closed staples. The two medial rows closest to the cut line were sticking straight up. There were no patient consequences. Case completed with another device of the same product code.